Manufacturer narrative:
The actual device was not returned for evaluation. A review of the reported lot number found no other related complaints in the agile complaint database. The user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Home hemodialysis training nurse reported that a female patient had a possible dialyzer reaction. Patient experienced hypertension, chest pain and radiating pain in her shoulder during the third hemodialysis treatment. Treatment was discontinued and the symptoms subsided. The patient again began to have pain in her chest and arm, and was treated with benadryl and solumedrol by the home training nurse at the clinic. The patient requested that she be taken to the hospital where she was evaluated for cardiac issues and a stress test was performed. All tests were inconclusive. Cause of symptoms unk. No further intervention was provided. The patient has returned to home hemodialysis training with no further events.